Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: visited and found that ventilator showing self test failed. Pressure sensor assembly was defective.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was determined to be: a defective pressure sensor board. In consequence the pressure sensor assembly was replaced. There was no patient or user harm.